Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the peeling was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to physical stress. In addition to the connecting tube had coating peeling due to deterioration, additional findings were as follows: due to a pinhole on bending section cover, water tightness was lost, due to corrosion on connecting tube, insulation resistance value did not meet the standard value; adhesive on bending section cover had a chip; suction connector was sticky due to water leakage; scope connector cover was sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; and an abnormal sound was made due to damage on angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had defects of the bending section and insertion tube, and leakage from the insertion tube. There was no patient harm associated with the event. The device was evaluated, and it was found that the connecting tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.